Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 90 mg/dl. The customer reported that the insulin pump was under delivering because the blood glucose levels were fluctuating. The customer also mentioned that the reservoir had air bubbles of the soda pop size which were successfully removed after troubleshooting. The insulin pump and reservoir will not be returned for analysis.